Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician tested the right ventricular (rv) lead and was not satisfied with the way the helix extended. The physician thought that the helix required too many rotations to extend, and when it did extend it "popped out suddenly." A new lead was used. No patient complications have been reported as a result of this event.